Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of final screwdriver shaft rigid ii fractured during surgery. There was a three minute surgical delay. An additional instrument was used to complete the operation. Patient recovered successfully. There was no impact to patient.

Manufacturer narrative:
The complaint is confirmed for one (1) out of one (1) instinct java final driver for the reported failure of tip fracture. Without the torque limiting handle available to be tested for correct torque output, the definitive cause cannot be determined for this case. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. This device is used for treatment. If any information is received which changes the information in this report, a follow up report will be submitted.

Event description:
It was reported that the tip of final screwdriver shaft rigid ii fractured during surgery. There was a three minute surgical delay. An additional instrument was used to complete the operation. Patient recovered successfully. There was no impact to patient.